Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that orders are not crossing over in real time, there is a lack between cerner and pyxis, new orders are not crossing over. It has been happening at the same time every day(3pm) for the machines under area ed. The issue is causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist stated that no complaint from the user is having no complaint about order not crossing over. The system functioned as intended after the technical support specialist troubleshooted the device.